Event description:
Customer reported the previous weekend device = mid 100s mg/dl. Customer's spouse found customer nearly passed out. Customer was taken to the hospital. Hospital device = 40mg/dl. Customer was given a glucose IV and was released. No controls were used. A request was made for return product and replacement product was sent.